Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2014, at 4:40pm. The patient reported that she has type 1 diabetes and manages the condition with insulin (self-adjuster). It is unknown whether the patient made any changes to her usual diabetes management as a result of the problem she experienced with the meter. The patient claimed that ¿30 minutes¿ after the alleged issue occurred, she developed symptoms of feeling ¿sweating.¿ the patient denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. Based on the information the patient provided, the battery did not need replacing and there was no report of trauma/misuse to the device. The alleged issue remained unresolved after troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.